Event description:
It was reported that a warning message was displayed that there is a suspected device problem associated with the battery and longevity information. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction.